Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. It was reported that during an unspecified surgery this elderly pt with a history of copd was implanted with a bard composix mesh and eight years later presented with an abscess in and around the mesh. No specific device failure has been alleged and medical records have not been provided. We have contacted the initial reporter to request additional information. A manufacturing review that included review of sterility records was performed and did not find evidence of a manufacturing related cause for the alleged event. This MDR includes all pt, event and device information davol has received to date. If additional event and/or evaluation information is obtained, a supplemental MDR will be submitted.

Event description:
The following information was reported to davol by the pts daughter: on (B)(6) 2003 - patient underwent implant of bard composix mesh. On (B)(6) 2011 - patient was admitted to the hospital for an abscess around/inside the mesh. Pt underwent incision and drainage. Ni/ni/ni - pt underwent partial explant of mesh. Ni/ni/ni - patient again underwent a partial explant of mesh. It has been alleged that the wound incision remains open and wound vac treatments were initiated several times. The mesh is reported to be "free floating in abdomen". Also reported was that the pt has copd and the surgeon will not perform additionally surgery to explant the remainder of the mesh as this would be to dangerous for the pt.